Event description:
It was reported that on (B)(6) 2014 the surgeon performed a hardware removal/revision relating to a left distal femur less invasive stabilization system (liss) implanted procedure performed on (B)(6) 2013. During a patient follow-up on an unknown date an x-ray revealed that there was a nonunion. During the surgery on (B)(6) 2014 the surgeon noticed 3 of the distal screw heads had broken off. The surgeon was able to remove 1 of the broken screw shafts and 3 screw heads, but 2 of the screw shafts remained within the patient; the surgeon had to use vise grips on the handle of the screwdrivers to remove the remaining screws and while removing the screw shafts; two of the screwdrivers became loose and spun freely inside the handle. The surgeon used a cobb elevator to remove the plate and replaced it with a 12-hole 4.5mm variable angle condylar plate to complete the procedure. The procedure was successful; there was no reported delay and/ or harm to the patient. This report is for 3 screws unknown part and lot number . This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 screws unknown part and lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.